Event description:
It was reported the customer experienced a low blood glucose episode and fell. The customer was taken to the hosp for injuries and low blood glucose. The mother stated the customer's blood glucose were erratic all day. Troubleshooting was performed. The prime history revealed the customer did not perform fixed prime test when she changed the infusion set. The bolus history also shows the customer bolused a considerate amount of insulin and thirty minutes later the blood sugar dropped.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.